Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 27 and 130 mg/dl tests were done within 10 minutes. Pt was not found to be cleaning meter incorrectly. No further info has been reported.